Event description:
It was reported that the user experienced a severe low blood glucose event after dosing for dinner and then delaying the meal due to distraction, with a lowest observed glucose of 39 mg/dl; the user indicated someone assisted, though he believed he could have managed with difficulty, and he treated the event with oral carbohydrate in the form of fruit nectar. Symptoms included hypoglycemia with shaking and disorientation. Outcomes included a minor, transient impairment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.